Event description:
It was reported the patient experienced atrial fibrillation (af) with a rapid ventricular rate and was inappropriately shocked. Re-programming was done by increasing the rate of the ventricular tachycardia (vt) zone. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.